Event description:
The manufacturer received information alleging the use of a bipap pro device has contributed to the patient's diagnosis of rectal cancer. The patient has been using the device for over ten years. The reported event makes no allegation of any specific device malfunction, user error, failure, labeling, or other deficiency that is relevant to the harms reported. The allegation of rectal cancer has been reviewed by a pms clinical expert, and it has been determined that the alleged harms are assessed as not related to the device in this case. Also, thus far testing of the sound abatement foam has shown no evidence to suggest any potential exposure to foam vocs/particulates would result in any serious harm or death. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.